Event description:
Patient was revised as x-rays showed the worn out meniscal bearing on the one side. The femoral component was found to be fractured intraoperatively.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.